Manufacturer narrative:
Correction g5: is combination product? No investigation summary 1 opened sample model 2000e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that when trying to flush after placing IV it would not flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 221035555 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) would not flush. The following information was provided by the initial reporter: "today I went to MRI to start an IV. When I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that may have been the actual problem".

Manufacturer narrative:
Investigation 1 opened sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that when trying to flush after placing IV it would not flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ll vlv adpt(stand alone) would not flush. The following information was provided by the initial reporter: "today I went to MRI to start an IV. When I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that may have been the actual problem."